Event description:
Procedure: vats lobectomy. Reportedly, the loading unit was fired, but after firing the jaws would not open. The sulu jaws were stuck on the tissue. The surgeon opened the chest in order to remove the devices from the tissue.